Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds and r-wave amplitude variation on the right ventricular (rv) lead. X-ray was performed and revealed rv lead dislodgement. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgment, high capture thresholds and r-wave amplitude variation. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of high capture thresholds and r-wave amplitude variation was not confirmed. Unable to perform lead impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
B5 - updated event description to reflect explant of right ventricular (rv) lead, previously reported as capped.

Event description:
Additional information received notes that the right ventricular (rv) lead was explanted and replaced.